Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was explanted and replaced. There were no patient consequences.